Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown connection issue between the transmitter and phone occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown connection issue between the transmitter and phone is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.